Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 10 years, 1 month due to severe mitral regurgitation. Per the op report, this patient had further development of coronary artery disease with stenting of native coronary arteries with currently a patent radial artery graft to the left circumflex and a patent saphenous vein graft to the right coronary artery with lv function in the range of 30% to 35% and recurrent of severe mitral regurgitation. Upon inspection, the patient's [native] mitral valve anterior leaflet was noted to be thickened. The annuloplasty ring that had been previously placed was also identified. The ring was removed and the patient's mitral valve was replaced with an edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned for analysis; therefore, the ring could not be assessed for any malfunctions or deficiencies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.